Event description:
It was further reported that there was no stent thrombosis for this patient and the stent thrombosis portion of the event was withdrawn by the site. The target vessel reintervention was done for in-stent restenosis.

Event description:
Clinical study. It was reported that 139 days after coronary artery drug eluting stenting treatment procedure the pt experienced a stent thrombosis (st) and a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.25mm, 70% stenosed portion of the proximal left anterior descending (prox lab) artery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.00x12mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. One hundred and thirty nine days after the procedure, the pt experienced a st in the prox lad. Two days later the physician treated the st with a tvr to the prox lad. The physician placed a taxus express2 stent in the lesion. The pt was discharged the next day. In the opinion of the physician the relationship of the st and the tvr to the taxus stent is probable, and there was diffuse in stent restenosis of the taxus stent.

Event description:
It was further reported that the target vessel reintervention occurred 141 days after the initial procedure. The target lesion was 9mm long and was identified in the mid left anterior descending artery. The target lesion was treated with direct stenting with residual stenosis of 5-10% following stent placement. The pt presented 139 days after the initial procedure to the ER with light-headedness and nonradiating "pressure and tightness" in his chest and a two week history of shortness of breath and dyspnea on exertion. The pt recently has had increased stress in his life. ECG on admission showed sinus rhythm and questionable bundle branch block, unchanged from a previous study. Echocardiogram the next day showed an ejection fraction of 40-45% with posterolateral hypokenesis and mild interior wall hypokinesis. Cardiac cateterization the next day revealed 70% in-stent restenosis of the mid lad. On the same day a 3.5 x 20mm taxus stent was deployed in the mid lad. Residual stenosis was 0%. During the hosp course the pt's diabetes became an issue with elevated blood sugars in the 200's which was thought to be secondary to metformin and glucotrol being held prior to the catheterization. The pt was discharged home in stable condition the next day on aspirin and plavix.